Manufacturer narrative:
Returned product consisted of a 6f guidezilla ii guide extension catheter with a synergy catheter. The synergy device was firmly stuck in the guidezilla ii device, with 18mm of tip and stent/balloon sticking out of the guidezilla tip. There was extensive damage to the stent struts and the tip of the synergy was damaged. There was blood and contrast inside and outside of the device. The hypotube, distal shaft and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the distal shaft, numerous kinks in the hypotube, and tip damage (tip was folded back into the tip/shaft) and was caught on stent struts. The synergy device was firmly stuck in the guidezilla ii device, with 18mm of tip and stent/balloon sticking out of the guidezilla tip, and had numerous kinks in the hypotube. There was extensive damage to the stent struts and the tip of the synergy was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13168. Reportable based on returned device analysis completed on 21-dec-2017. It was reported that the stent delivery system (sds) became stuck in the guide extension catheter. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex. During the procedure, a 2.50 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was inserted and advanced through a 6f guidezilla¿ ii guide extension catheter. The synergy ii sds became stuck in the distal end of the guidezilla¿ ii. The devices were removed and the procedure was completed with a new 6f guidezilla¿ ii guide extension catheter and a different stent. There were no patient complications and the patient condition post-procedure was stable. However, the guidezilla¿ ii was returned with the stent of the synergy ii exposed out the distal end of the catheter and with the stent struts severely damaged.